Event description:
Smoke emission was detected on a dimension vista 1500 instrument external uninterruptable power supply (ups). The instrument was turned off to stop the smoke emission. There were no reports of staff injury, damage to property or impact to patients due to the smoke emission.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that the cause of the smoke was due to a malfunction in the instrument uninterruptable power supply (ups). The cse replaced the ups and the instrument is performing within specifications. Further evaluation of the device is not required.